Event description:
The reporter stated that the surgeon was inserting a cc4204bf collamer single piece lens into patient's eye and the rear haptic tore, the lens was removed without enlarging the incision. No patient injury.

Manufacturer narrative:
H6: evaluation results: a visual inspection of the returned product shows the lens has one plate haptic is torn off and missing and the other haptic is torn. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.